Manufacturer narrative:
(B)(4). Pump received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. After troubleshooting the display returned. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.